Event description:
It was reported during angio-seal deployment, the sheath broke off at the hub in the patient's leg. The patient was immediately taken to ultrasound then to surgery for device removal. Additional information revealed that it is unknown if a pre-insertion angiogram was performed prior to angio-seal deployment. The patient was also reported to be fine after surgery and was later discharged from the hospital.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the angio-seal was stored in a pyxis storage unit. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.